Event description:
It was reported the pt is experiencing persistent pain at the ipg pocket site. It was reported the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
This model number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.